Event description:
A doctor alleged that a patient had experienced the debonding of an anterior incisal composite restoration after placement with the optibond xtr product.

Manufacturer narrative:
Specific information with regard to the patient's age and weight was not provided. The restoration had debonded while the patient was flossing approximately one (1) month after placement. It was discovered that the optibond xtr product used by the doctor was expired. The patient returned to the office on (B)(6) 2014 and the doctor repeated the procedure using new bottles of optibond xtr product, without further incident. To date, the patient is doing fine. The optibond xtr (adhesive (catalog #35108, lot #3686355) and primer (catalog #35107, lot #3689690) product involved in the alleged incident was expired; therefore, no further evaluation can be conducted.